Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Return requested. Replacement monitor shipped to site 09/22/2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system monitor would periodically go black for 3-5 seconds at a time. This issue occurred during select patient task and select procedure task, however, never during navigation. In trouble-shooting, the medtronic representative checked all cable connections and found them to be secure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to replace the monitor and test the equipment. The hardware passed the system checkout. The system was found to be fully functional post monitor replacement and the reported issue was reported to be resolved.